Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 90 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to over 600 mg/dl, with ketones (size unknown). Customer gave a manual injection to address bg level and required assistance with "testing bg" and bringing customer water. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.